Manufacturer narrative:
A deep dent in the cutting edge indicates that the instrument was used to cut hard material, such as wire. Evaluation is in progress. Should additional information become available, a follow-up report will be submitted.

Event description:
The device broke while being used in the patient's neck during an acdf procedure. The broken piece of the device jaw fell into the neck and was retrieved with the suction and a forceps. There was no harm to the patient nor the doctor. The procedure was completed as planned.

Event description:
Contrary to the original description of the event, the device was bent, not broken. No piece was missing.